Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Upon conclusion of the investigation, the cause of this issue was determined to be false empty detect at initial drain and I-drain alarm volume was met. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 16:06:15. During night drain cycle one, the patient's ultrafiltration reading was 199ml, indicating the home patient drained 199ml more than their maximum programmed fill volume of 100ml. No additional information is available.

Manufacturer narrative:
(B)(4). Device was received and evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.